Event description:
It was observed that during the device evaluation, the videoscope exhibited the bending section was dry with lifted pins. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on historical data, possible causes include changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. C070601 - deformation/distortion problem. The most probable cause of this complaint is traced to expected or random component failure without any design or manufacturing issue. D02 - cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.